Event description:
During infusion into a 6-year old female, "epirubinican" leaked from the tubing onto the grandmother and amount of dosage delivered to the pt could not be determined. The incident was described as being of moderate severity, but was singular in occurrence and abated. The skin of the grandmother developed a red coloration which was thought to be caused by the red dye in the drug. The pt recovered without apparent sequelae.